Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: thermocool® smart touch® sf bi-directional navigation catheter (d-1348-05-s/17764207l) (B)(4).

Event description:
It was reported that a female patient, age unspecified, underwent an ablation procedure for persistent atrial fibrillation with thermocool® smart touch® sf bi-directional navigation catheters x 2 and suffered a cerebrovascular accident (cva). During the procedure, thermocool® smart touch® sf bi-directional navigation catheter # 1 was not deflecting properly. Upon removal and visual inspection, a material initially described as char was observed on the catheter tip. It was later noted that it is unknown if the material on the catheter tip was char or coagulum. There was no indication from the generator that char had formed, as impedance, temperature, and power remained within normal limits. Thermocool® smart touch® sf bi-directional navigation catheter # 2 was introduced into the patient and the procedure was completed without incident. On post-procedure day 3, the biosense webster inc. (Bwi) clinical account specialist (cas) was informed that the patient had multiple strokes over the weekend. There is no information regarding interventions, extended hospitalization, or patient outcome. There is no information regarding if the patient has exhibited neurological signs/symptoms since the procedure was completed. Physician is unsure regarding causality. Generator was set on power control mode at 25-35 watts, temperature average was 20-25 degrees celsius with cut-off of 40 degrees celsius, and impedance range was 90-130 ohms. Patient received anticoagulant (heparin) during the procedure.